Manufacturer narrative:
Analysis was unable to verify operating currents including low battery or failed battery test alarm due to no up and down button response. The unit did not have an up and down button response due to a corroded keypad. The unit had no moisture damage inside, suspend mode, frozen screen, ramping screen, ramping numbers on their own, or scrolling bar moving. The unit had a cracked reservoir tube lip and cracked battery tube threads. (B)(4).

Event description:
The customer called in to report a keypad anomaly and a failed battery test alarm after inserting the same battery. The customer stated that she wore the device in her bra and may have been exposed to moisture. The customer's blood glucose level was 178 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.